Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal prialt (ziconotide) (unknown concentration and dose) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain. The patient stated that "they let me go dry once before and it was very damaging. I'm (B)(6)." No symptoms reported. The event date was 2012. Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.